Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one symplicity spyral catheter to treat both renal arteries that were non-calcified and mildly tortuous. The iliac artery was mildly tortuous. The generator preventative maintenance has been performed per schedule. The spyral catheter was inspected prior to use with no issues noted. The guidewire was examined and flushed before use with no issues noted. It was reported that a failure to advance/position the catheter occurred. It was also reported that a problem advancing a non-medtronic wire in the catheter was experienced. It was detailed that after the first ablation, a blood clot was stuck in the tip of the catheter, after removing it something went wrong and the issue started. The catheter was not replaced, it was used throughout the whole procedure. There was a lot of issues and a lot of errors in different electrodes but some of the times, the ablation was able to be performed and the procedure was finished ablating everything possible although it took some time. The spyral was straightened using the strai ghtening tool. The patient is alive with no injury.

Manufacturer narrative:
Product analysis: the device was returned for analysis. A kink was evident to the catheter shaft. There was no damage evident to any of the four electrodes. There was no deformation evident to the distal tip. No abnormalities were visible to the plug and pins. Deformation was evident to the exchange joint. An in-house guidewire could not be advanced through the exchange joint due to the deformation. A guidewire could be backloaded through the tip past the electrodes before encountering a blood blockage. The catheter was placed in a water bath to disperse the blockage; however, the blood could not be dispersed. The device connected to the in-house generator; the catheter was recognized by the generator. The impedance on 1 to 4 were within 110 -150. The rf cycle was completed with no issues noted. Additional information excessive force was not used when advancing/positioning the catheter. It was later clarified that there was no difficulty advancing the catheter in the vessel, there was only difficulty advancing the wire into the catheter. After removing the small blood clot something went wrong. There was a lot of issues and a lot of errors in different electrodes, more than usual and unlike the first round that all went well. Insufficient temperature rise was the error that kept appearing, and in addition from time to time the generator showed "replace catheter". The non-medtronic wire used was 0.014-inch. The guidewire was examined and flushed before use with no issues noted. The patient was anticoagulated prior to the insertion of the wire/catheter. Activated clotting time (act)s were maintained above 250 with nitro throughout the procedure. No other symptoms were experienced. The patient is alive with no further injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.